Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose (bg) level was 379 mg/dl. The customer successfully loaded another cartridge. Also, the customer stated that they were still connected to the pump during fill tubing. At the end of the report, the customer's bg level was 249 mg/dl. A follow up with the customer indicated that they went to the emergency room (ER) with a bg level of 124 mg/dl. The customer left the ER stable with a bg level of 168 mg/dl after ingesting carbohydrates.